Manufacturer narrative:
The patient was sent a replace blood pressure monitor to resolve this issue. The teladoc blood pressure monitor has yet to be returned for investigation a supplemental report will be filed if the device is returned by the patient.

Event description:
The patient reported their teladoc blood pressure monitor read over 20 points higher compared to a manual reading at their doctor's office taken simultaneously. The patient didn't receive any medical treatment because of the inaccurate results from the teladoc blood pressure monitor.